Event description:
Received information that multiple occlusion alarms occurred during basal and bolus delivery. Customer cleared the alarm and resumed insulin delivery without troubleshooting. Customer's blood glucose level was impacted. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
Follow up with customer on (B)(6) 2014, indicates that no additional occlusion alarms had occurred. No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.